Event description:
It was reported that the patient had an infection. Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Additional information regarding the infection and surgery was requested but not provided.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.